Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-04909. It was reported that both of the patient's leads migrated after a fall. Migration was verified via x-rays. The patient no longer had effective therapy. Surgical intervention was undertaken to replace the leads. Effective therapy was established postoperatively.